Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a flo-gard IV solution administration set in which nurse found the tubing of the set was disconnected from the drip chamber" was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which nurse found the tubing of the set was disconnected from the drip chamber. The nurse discovered that it was wet on the floor by patient and saw that the tube had fallen off. The reported condition occurred during patient use. The patient was given noradrenalin. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.